Event description:
Pt had primary surgery done on (B)(6) 2010 and surgeon determined that the construct was too long. The nerve was stretched out too long and the pt couldn't move his toes, so they went back in and replaced the head the same day.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.